Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer reseated the network cable into data drop and advised the customer to fix the data drop port to resolve the issue. Fse confirmed that the station was communicating normal. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the station was not communicating. The malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.